Event description:
It was reported that the lead was replaced as it 'did not function'; it is unknown what the exact problem was and the lead is not available for return to manufacturer per hospital. Attempts for further information have been unsuccessful to date.